Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Manufacturer narrative:
The vaporizer that was used at the time of the event was replaced and sent for investigation. The received device logs do not cover the reported event date and the reported issue with difficulties to provide anesthesia agent and to ventilate the patient cannot be confirmed. The received logs contain an error code indicating a vaporizer injector leakage during system start-up two weeks after the reported event. The investigation of the returned vaporizer confirmed the error (leaking injector) and after replacement of the injector, the vaporizer passed all tests. The cause of the injector leakage has not been determined. Our conclusion into this matter is that the injector leakage caused the vaporizer to stop delivering anesthetic agent to the patient. The cause of the reported difficulties with ventilating the patient has not been established.

Event description:
(B)(4).

Event description:
It was reported that during a surgery procedure, the anesthesia workstation stopped to deliver anesthetic agent and gas to the patient. The patient was ventilated with an external resuscitator and the anesthetic agent was administered intravenously. There was no patient harm reported. (B)(4).